Manufacturer narrative:
Updated fields: h6 (evaluation method codes).

Event description:
It was reported that before use the cardiosave intra-aortic balloon pump (iabp) would not charge the batteries. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm confirmed the power monitor had shorted out. The power supply, power cord and power monitor were replaced. The stm completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that before use the cardiosave intra-aortic balloon pump (iabp) would not charge the batteries. There was no patient involvement, and no adverse event reported.